Event description:
It was reported that during an unknown procedure a solid tone was heard and the titanium tip broke during the re-pre-run test. The broken piece didn't fall into the patient's body. Changed to a new device to complete the procedure. No adverse event on the patient. As the patient had (B)(6), sample had been discarded.

Manufacturer narrative:
(B)(4). Device discarded. Potential reprocessing; a new blade cannot break unless it was cracked by prior use.